Event description:
Allegedly revised due to infection. Procedures - curettage and allograft of left tibial unicameral cyst and closed treatment of tibial shaft fracture; left tibia with 1 unit of allomatrix bone grafty. On (B)(6) 2008, allomatrix bone graft which showed no incorporation was readily evacuated. The area was cultured results - heavy growth of (B)(6) was present.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. Additional information from the user facility report: (B)(6).